Event description:
The facility reports direct support professionals were transferring a mentally challenged resident from a chair to the changing table. After lifting the resident from the chair, she stiffened and kicked her legs outward, changing the load and causing slack on the leg end of the sling. The clip on the left side of the leg end of the sling popped off the lift jib hook, and the resident fell to the floor, hitting her head above the eye. The resident sustained a cut above the left eye. The resident was taken to the emergency room and received seven stitches to close the wound.

Manufacturer narrative:
Pictures of the sling and lift in question were forwarded to the manufacturer for evaluation, along with the event report. The client indicated that the clip design on the unknown sling appeared not to be suitable for use with the maxilift. In the lift operating and product care instructions (opi), it is indicated in the section under "safety precautions" to, "in addition, always make sure that only maxislings are used with the maxilift." Only slings specifically designed for this model and type of lift can be used on it. The clip is reported to have detached on the left side of the leg end of the lift. It is also reported that the nut cap was missing on the left side of the spreader bar. The opi indicates under the section titled "maintenance" that all screws and nuts are to be checked weekly and tightened accordingly. Based on the info provided, the manufacturer concludes: a non-compatible sling was used with the maxilift, facilitating detachment of the sling when the resident was positioned in a certain way and had a spasm. The product care instructions appear not to have been followed, allowing a nut cap to be missing during use, and possibility facilitating the detachment of the sling in the incident. The manufacturer recommends the customer be retrained to the sling and device opis, with extra attention being paid to sling compatibility and the "check before each and every use" policy.